Manufacturer narrative:
On (B)(6) 2021, the analysis was completed based on a photo that was provided. Investigation summary : upon visual evaluation of the image provided in the complaint, two breast implants were observed with no apparent damage or visual anomalies. Scar tissue was noted in the picture. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 30-jun-2021, mentor received additional information regarding the patient's symptoms. The patient experienced bilateral ptosis. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a revision breast augmentation with two 650cc mentor memorygel breast implant prostheses and suffered several unexplained systemic symptoms, including neck pain/soreness, back pain/soreness, and unspecified issues. The root cause of the patient¿s symptoms is unclear. The patient had a consultation with a healthcare professional. As a result, the patient underwent bilateral removal without replacement on (B)(6) 2021. Upon explantation, left-sided rupture was observed. The event date was estimated as (B)(6) 2020 based on available information. This report is for the right-sided prosthesis.